Manufacturer narrative:
Exact date unknown, event occurred six months ago.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.